Event description:
Customer's family member reported the following readings were received with the freestyle flash device: 371 mg/dl-9:00 am, 365 mg/dl-9:30 am, 308 mg/dl-11:00 am. Readings were followed by the ingestion of 1 unit novalog and one unit of r insulin. At 12:05 pm, the customer was exhibiting symptoms of hypoglycemia. A reading was taken with a result of 42 mg/dl. Paramedics were called as the customer was combative and glucose could not be administration by family member. Customer ingested a tube frosting, candy, and raisins. At 12:20, the customer's glucose level was at 53 mg/dl per an unknown brand device. Sugar continued to be administered and by 12:40, the customer's glucose level was at 88 mg/dl.